Event description:
Pulse oximeter board has a problem with the measurement and display of heat rate. It displays erroneous heart rate and is unstable with patient movement. Very often the heart rate drops while the patient's heart rate is normal, say 70 bpm while pace tech pulse oximeter and vitalmax 4000 monitor shows only 40 bpm .... Also the spo percent is 2 units higher as compared to the reading set on the simulator which clearly defies the validation test for the spo2 board software used on their monitors. Dates of use: 2008.